Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the expression patient monitor (mr400) does not alarm when o2 reading is low. The device was in use on a patient. There was no adverse event or patient harm reported.

Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) suggested to replace the 989803162051 anesthetic oxygen (o2) sensor and provided the part number. Further advised that after install of the anesthetic oxygen (o2) sensor calibration is required. Based on the information available and the testing conducted, the cause of the reported problem was the anesthetic oxygen (o2) sensor. The reported problem was confirmed. The customer was provided with a 989803162051 anesthetic oxygen (o2) sensor replacement information. Customer is taking responsibility for servicing the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.